Event description:
Report received of an over-delivery of tpn. The pt was receiving IV fluids via 5 different plum pumps. It was not known which pump was used to deliver the tpn; therefore, all 5 pumps will be returned for testing. It was reported that the rn set up a pump to deliver tpn 1000ml at 40ml/hour on the primary line with no secondary infusion set-up. When attempting to set up a second pump for lipids to infuse at 20ml/hour on the primary line via the distal y-site of the tpn, the rn received "cassette alarms". After 10-15 minutes, the rn was able to resolve the alarms and went on break. A second rn responded to the tpn pump alarming the "dose was done", and noted that the tpn bag was empty. The time frame between when the bag was hung and the bag being empty was not known. When the first nurse returned at an unspecified time, it was reported that the pump display indicated that the delivery rate was 999ml/hour.

Event description:
A user facility mandatory medwatch was received subsequent to the initial s ubmission. It states, "pump over-delivered. Pt was to receive 1000cc of tpn at 40cc/hr over 24 hour period. Instead pt received total volume within 1-1/12 hours. Pt was successfully treated with lasix and insulin. No permanent injury was reported as a result of this event. Pump is being tested."